Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the physician went to place the bravo capsule in the process the pt coughed hard. The capsule didn't attach and also they couldn't locate it even after using the scope. When the pt woke up from anesthesia, he spit the capsule out of his mouth. No medical intervention was required. No further info is available.